Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, the doctor installed the reload to a staple. There was automatic closure, but staples were unable to fire. The reload was replaced and could be used normally.